Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that the pump touch screen was intermittently delayed in responding to presses. Customer's blood glucose level was about 90 mg/dl. The customer continued to use the pump for insulin therapy.